Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be charging slowly. The customer stated the pump was connected to a power source for two hours and increased from 85-100% charge. Reportedly, the customer observed the same increase in battery from charging the pump for 20 minutes previously. The customer's blood glucose levels ranged from 200 to 240 mg/dl. Reportedly, the customer would continue use of the pump.